Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump appeared to be "too small" as the customer experienced difficulty with inserting multiple usb cables into the port resulting in intermittent issues with charging the pump battery. Additionally, it was reported that multiple usb cables were broken and would no longer work to charge the pump. There was no reported adverse impact to customer's blood glucose level. Tandem technical support sent a replacement usb cable. Reportedly, the customer continued to use the pump for insulin therapy.